Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the pt experiences tenderness and burning at the ipg pocket. As the pt is satisfied with the scs therapies, there are no plans to explant or surgically relocated the ipg at this time. The pt is currently working with his physician. Follow up on the pt found no further issues reported.